Event description:
This device was explanted because it is at eos indication. The rv lead was explanted at the same time due to shock impedance of less than 25 ohms. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. The device was implanted for 76 months and 33 charging cycles were recorded to the device memory. The memory content of the device was inspected, revealing that the eos status was triggered on (B)(6) 2017, most likely resulting from an automatic capacitor reformation in a cold temperature environment. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, the archive data and the impedance trend were evaluated confirming the clinical observation. However, the root cause for the low shock impedance was not determinable based on the available data. A possible root cause could be an insulation problem of the ventricular lead. In conclusion, the device proved to be fully functional. The eos status was triggered after the explantation of the device, most likely due to influences of a cold temperature environment.